Event description:
It was reported that the right ventricular lead had decreased impedance and oversensing. The most recent interrogation showed several occurences of oversensing noise. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) performance data was collected from the device and analyzed. The save to disk noted primary result showed lead impedance out of range low. Three ventricular non-sustained tachycardia less than or equal to 200 ms between (B)(6) 2012. The save to disk also noted lead oversensing non-physiologic short interval counts. Four patient alerts for out of tolerance sub-threshold lead impedance between (B)(6) 2012. Daily pace trend data show various impedance spike decreased for min rv pace equal to 672 to 47 ohms minimum between (B)(6) 2012. The save to disk noted oversensing rv sensing function. Ventricular short interval count v-sic equal to 39 counts, in 1.10 days between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.